Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the pump casing around the display was damaged. There was also moisture reported to be in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: during investigation, rust/corrosion was found in the battery compartment. A leak test was performed and passed with no leaks detected. The pump was opened to find no evidence of moisture internally. The pump files were unable to be downloaded due to no power occurring to the pump which was caused by moisture. Unrelated to the original complaint, the audio bolus button cover was damaged/punctured.